Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 313 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump was not working and had sent them to the hospital twice. The insulin pump was not delivering basals, but had given an alert to resume basal delivery. Troubleshooting was not completed as the customer declined. The customer had another high of 356 mg/dl on (B)(6) 2018. The customer is pregnant. The insulin pump will be returned for analysis. Frn-mmt-326-rsvr unomed set.